Event description:
It was reported that after successful deployment of a endovascular stent in the left subclavian vein, the distal portion of the delivery system detached, remaining in the subclavian vein. The detached tip migrated to the svc was removed with a snare. The patient was asymptomatic and reported no injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.